Event description:
Caller reports testing 4.9 inr and 4.6 inr on the coaguchek xs system and 3.4 inr on a comparison lab. No treatment based on device results. No adverse event reported. Return requested of suspect system and replacement sent.